Event description:
The customer contact reported the device alarmed with a 11/004 (less than 2.0 volts of lithium battery) service alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is complete. The report represents all the information known by the reporter upon query by hospira personnel.